Event description:
It was reported that, when an asymptomatic patient presented in-clinic for routine clinical follow-up, high, out of range pacing lead impedance and high capture threshold were observed. The pace/sense portion of the lead was capped and replaced, the defib portion remains active. The patient will be monitored.